Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when they were moving the patient off of the table after the pocket was closed from an implant procedure, this right ventricular (rv) lead exhibited loss of capture and was noted to be dislodged. The rv lead was successfully repositioned and all measurements obtained thereafter were stable. No additional adverse patient effects were reported.